Manufacturer narrative:
Additional information indicates that the patient underwent an ipg replacement procedure. The patient is reportedly doing well and receiving great pain coverage following the procedure. Device analysis confirmed the complaint. Although the ipg passed visual, electrical, performance, and photographic imaging tests performed the ipg was unable to link to a known good remote control (rc) as if the battery was completely depleted even after the end-of-charge beeps were heard. Suddenly, the device functioned normally after the device housing was cut open for internal inspection. The source of the anomalous behavior could not be determined. The inability to link to the ipg could no longer be duplicated.

Event description:
A report was received that the patient is having trouble charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient is having trouble charging. The patient will undergo an ipg replacement procedure.